Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip tips were bent. One grip was bent, causing side to side misalignment of grips. There was a .066 offset at the tips. The bent grip exhibited separation of the yaw pulley and pulley cover at the glue joint, indicating likely cause of bending remains overloading at the tip. The instrument passed electrical continuity testing. Failure analysis concluded that the bent damage was likely due to mishandling/misuse. Failure analysis investigation also found the instrument's pitch cable was frayed. The pitch up cable was frayed at the distal clevis hub. The small frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that in central processing, it was noted that the tips of the fenestrated bipolar forceps instrument were bent and would not meet. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.